Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30269666m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was described that a small black foreign object was noted in the sterile bag when the package of the catheter was opened. This catheter was not used. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient consequence. The pouch was inspected and a small piece of blue material was observed inside. The catheter was found in normal conditions. A fourier transform infrared spectroscopy test (ftir) was performed to the foreign material and the results showed characteristic absorption band for polycarbonathe - base material. The handle housing component can be pinpointed as the potential source of origin. For this condition, the manufacture team performed an investigation in order to find the root cause. The investigation results showed that this issue is related to the process since the particle was detached from the catheter. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. Based on available analysis results, complaint appears to be caused by internal biosense webster, inc. Operations specifically, the manufacturing process, but this appears to be an isolated case; however, an internal action was created to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was initially reported that foreign material was found inside the packaging. The biosense webster, inc. Product analysis lab received the device for evaluation in the condition reported. The returned condition noted that the pouch had a small piece of blue material inside near the bottom seal. The device was also visually inspected and no damage or anomalies were observed. The foreign material inside the packaging remains assessed as a reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The fourier transform infra red analysis was performed on january 16, 2020 and the ir data revealed that blue foreign material showed the characteristic absorption band for polycarbonathe - base material. The handle housing component can be pinpointed as the potential source of origin. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on (B)(6)2019, a correction was noted to the 3500a initial. The concomitant product of ¿unknown brand catheter¿ was not reported. Therefore, ¿concomitant medical products . Concomitant medical products and therapy dates¿ has been processed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(6). Still pending is the manufacturer record evaluation. Therefore, a supplemental report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and foreign material was found inside the packaging. It was described that a small black foreign object was noted in the sterile bag when the package of the catheter was opened. This catheter was not used. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient consequence. The foreign material inside the package was assessed as a reportable issue.